Manufacturer narrative:
During lead analysis, the is-1 plug was found to be deformed and the insulation showed wear at this location as well. This damage is highly likely the cause of the clinical complaint. The analysis yielded no evidence to suggest a materiat or manufacturing defect. Moreover, the damage showed significant mechanical loads during the service life. The position and type of wear suggest a simultaneous occurrence of great pressure of the lead on the ICD housing and also the lead rubbing against the ICD housing. All other lead damage is likely due to the explantation procedure. There was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - after an implantation time of 15 months, oversensing was reported. During the follow-up, 5 vf episodes with oversensing and without shock delivery were identified. It was decided to replace the lead. No deterioration of the patient's state of health was reported. The lead was not returned for analysis.